Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. One (1) easypump ii sample, along with an onguard cstd syringe adaptor and onguard cstd luer lock adaptor were submitted to the manufacturer for evaluation. Through visual examination of the easypump ii sample, a crack was observed at the filling port. Crystallization of 5fu was also observed around the filling port. The sample was filled with red dye solution to check for leakage; leakage was observed from the cracked filling port during the filling process. The sample is not within specification; the reported defect is confirmed. An approved project is in place to further address issues with filling port crack. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: easypump onguard leak. Detailed inquiry description: customer reported leak between easypump and onguard luer lock adapter when filling the device. No injury reported.